Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 515 mg/dl. Customer experienced blood glucose level of 464 mg/dl. Insulin pump had motor error alarm. Dive support cap was normal. Customer was able to rewind. The insulin pump will be returned for analysis.